Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. This will be documented as a malfunction, the cause of which was not determined as the customer refused service as the device was out of warranty. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device showed startup error 1000. There was no patient involvement.